Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an irritation from neck down below the waist that is red with open and weeping scabbed bleeding wounds. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician provided an antibiotic, an antifungal, and a steroid to treat the condition. The outcome of the irritation is unknown as follow up attempts were unsuccessful.